Event description:
It was reported that bd eclipse¿ syringe had a stain on the needle. The following information was provided by the initial reporter: verbatim: there is stain on the needle when opening the package.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd eclipse¿ syringe had a stain on the needle. The following information was provided by the initial reporter: verbatim: there is stain on the needle when opening the package.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed small black embedded foreign matter on the safety shield. The black embedded foreign matter was scattered in the safety shield. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. No long pauses happened during production. Any short stops of the molding machine will trigger an alarm, and the production technician will perform manual purging to remove common defects like short molding. Based on the review of the returned samples, it is believed the defect was not caused by pauses in production. There was no heater change on the mold during production. Unblocking of affected cavity was needed before or during the production run. When the cavity is blocked, this can cause the cavity to overheat. After unblocking, insufficient purging will result in yellowish colored safety shield and brown embedded foreign matter. However, this does not match with the returned samples, where the safety shield is still pink in color and embedded foreign matter is black. No similar complaints have been received for embedded foreign matter and this lot. Based on the available information, this is an isolated incident. The probable cause could be contaminants in the resin or color concentrates, where during the injection molding process the contaminants became embedded and scattered everywhere in the safety shield. Awareness of this defect has been raised to the resin and color concentrates supplier. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
There is stain on the needle when opening the package.